Event description:
Covidien received info stating that the silence and reset light emitting diode (led) was randomly blinking. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).